Manufacturer narrative:
The controller was returned and received by the manufacturer for evaluation. This device is used for treatment not diagnosis. The ventricular assist system is indicated for use as a bridge to cardiac transplantation in patients who are at risk of death from refractory end-stage left ventricular heart failure. The system is designed for in-hospital and out-of-hospital settings. Per the instructions for use (IFU): patients are instructed to always keep a spare controller available at all times. The IFU and patient manual also include a reference guide for alarms including potential causes and actions to take. Per the instructions for use (IFU): caution: do not force connectors together without proper alignment. Forcing together misaligned connectors may damage the connectors. Any additional information received will be submitted in a supplemental report when the manufacturer's investigation has been completed. Controller received 3/27/2015.

Event description:
It was reported by the staff that the patient broke a battery port pin in the night. He switched to the back-up controller and it did not work, so he switched back to this controller and went to the hospital and the controller was switched. There were no effects on the patient. The pump remains implanted. The controller was returned and received by the manufacturer for evaluation. Investigation is on-going.

Manufacturer narrative:
The heartware vad is used for treatment not diagnosis. The controller was returned to heartware for analysis. Various analyses were conducted and reviewed in order to evaluate the performance of the devices in relation to the reported event. The returned controller passed visual testing but failed functional testing; the controller was unable to start and run the motor fixture. The confirmed malfunction is related to the reported event. The most likely root cause of the reported event is a defective pump motor controller (pmc); an electrostatic discharge (esd) is a possible root cause for this failure. The controller was manufactured in 2011 and it is not equipped with an esd shield. There are no clinical factors that would have contributed to this event. Investigations with malfunctions involving esd events have been investigated in a CAPA which resulted in an fsca notification and the addition of an esd shield to the controller. The reported controller was manufactured prior to the implementation of corrective and preventive actions. The fsca apr2013 field communication alerted clinicians to the potential for electrostatic discharge and provided recommended steps to avoid or minimize the potential for esd occurrence; fsca apr2013.1 was issued as an expansion of fsca apr2013 to remove affected controllers susceptible to esd. Heartware will submit a supplemental report when new facts arises which materially alters information submitted in a previous MDR report.